Manufacturer narrative:
Results - incorrect brake plate kit installed. Damaged power cord outer sheathing. Damaged motion interrupt pan.

Event description:
It was reported by service report that the motion interrupt pan was cracked, the power cord had the outer sheathing damage exposed wires, and the brakes had a reduction of brake force. No pt involvement or adverse consequences were reported.